Event description:
Reporting status: serious injury-surgical intervention/permanent damage. Reporting rationale: dissection and thrombus formation requiring surgical intervention/bypass surgery. Device issue: stent damage (lifted stent strut). It was reported that a primary percutaneous coronary intervention (pci) was performed on the patient in 2007, and a mini vision 2.25 x 28 was implanted in the proximal lad covering the first diagonal. Angiographic result of the treated lesion was excellent. Two more lesions were found, one in the distal lad and another in the rca, and a decision was made that they would be treated shortly. Five days later, the patient complained of pain and reported st changes. Two days later, the physician performed a check angiogram. He discovered what appeared to be a strut (just before the 1st diagonal) in the middle of the stent that had lifted and a dissection and a thrombus formation were observed. The same month, the patient was sent for a coronary artery bypass graft (CABG) procedure. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Results and conclusions summation - product performance engineering reviewed the incident information. Dissection, angina, EKG/ECG changes (rhythmical disturbances) coronary artery bypass graft surgery and thrombosis, as listed in the instructions for use, are known adverse events associated with coronary stenting, and are considered to be foreseeable and clinically acceptable in view of patient benefit. These known patient effects are not necessarily an indication of a product quality issue. Review of the devices manufacturing records showed that the lots met all manufacturing criteria. A cine review of the case indicated that a bulge was seen in the proximal lad just short of the first diagonal. The stent strut that was possibly involved in causing the dissection was not seen on these images within, or close to the vessel bulge. However, the shadow of the stent was able to be seen, but it was difficult to see individual struts. There was no dissection of the vessel wall seen in the area of the vessel bulging. In this instance it appears that the damage to the stent occurred during the procedure, as no damage was reported as being noted during the inspection prior to use, and there was no reported complaint about performance during deployment. It is possible that the stent strut became damage while crossing the mini vision stent with the other stent used for the reported treatment of the distal lad lesion. However, in this case, a conclusive root cause for the reported stent damage and its relationship to the reported adverse events cannot be determined.